Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during implantation, the end plate of a mobi-c implant had detached from the core. It was removed and a new implant was placed. There was no patient or surgical impact.

Event description:
It was reported that during implantation, the end plate of a mobi-c implant had detached from the core. It was removed and a new implant was placed. There was no patient or surgical impact.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the inferior plate has disassembled from the device. A functional inspection was performed by reassembling the device and using a mobi-c inserter (mb9001r) and inserting the implant into the disc space of a spine model. The implant was able to be inserted as expected. Root cause: a mobi-c prematurely disassembling from the inserter could occur if the inserter is used to adjust positioning of the implant after insertion, instead of progressive adjustment of the position during insertion. According to the mobi-c p&f stg (stg2831, rev. 4): "the prosthesis is inserted progressively, under fluoroscopy, into the disc space by gently tapping on the implant holder's impaction knob with a mallet. Note: take care to center the prosthesis on the vertebral endplates and midline of the adjacent vertebral bodies in a frontal plane. Important: in case of bad positioning, it is mandatory to redistract the intervertebral space to pull-back the ¿prosthesis + jaws¿ assembly and the implant holder in the axis of insertion. The correct repositioning of the implant will have to be performed according to the corresponding positioning steps in this surgical technique." DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.